Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine and hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The healthcare provider reported that they did a refill, programmed the pump, and updated the ptm (personal therapy manager), but the ptm did not update the refill date. The agent assisted the caller with the programming to resolve the issue, and it was noted that the troubleshooting steps that were taking on the call resolved the issue. The caller also mentioned that the ptm was slow and getting stuck at 90%. The agent had the caller clear the pds (patient data services) data after which the patient was able to have significantly quicker communication with the ptm.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.